Manufacturer narrative:
Corrected event: next the ctag ac was successfully deployed just below the brachiocephalic artery.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As the devices were not returned, no evaluation of the devices could be performed.

Event description:
On an unknown date, previous to any gore device being implanted, underwent treatment of an abdominal aortic aneurysm with a non-gore device. On (B)(6) 2020, the patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® propaten® vascular graft (debranching procedure) and conformable gore® tag® thoracic endoprosthesis with active control (ctag ac). It was reported the debranching bypass (right axillary artery ¿ left common carotid artery, left axillary artery) procedure was performed prior to the ctag ac implantation procedure. Next the ctag ac was successfully deployed just below to the brachial artery. The left subclavian artery was embolized as planned. The patient¿s vital signs reportedly became unstable (blood pressure decreased 70mmhg and jumped into 250 mmhg), and the procedure was temporarily stopped. It was reported the patient¿s vitals slightly recovered. No touch up ballooning was performed. The final angiography showed slightly insufficient wall apposition at the distal end of the ctag ac. However, there was no identified endoleak. The physician is reportedly going to monitor wall apposition. It was reported the patient did not wake up from anesthesia due to a stroke (cerebral infarction) that occurred during the procedure. On (B)(6) 2020, the patient is reportedly still not awake. The physician stated it is suspected that the stroke occurred during the debranching bypass procedure, however, it is unknown when the stroke occurred. The physician also stated it is possible that the patient¿s vitals became unstable during procedure due to the stroke. The physician reportedly stated the propaten and ctag ac functioned as expected with no malfunction of either device.